Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The catheter appeared intentionally severed. The severed portion was not returned. Visual inspection of the catheter revealed the distal extension line separated from the luer hub. Remains of the extension line molding were observed inside the distal luer hub. The extension line separation point was rough and jagged. The catheter body length from the juncture hub to the severed end measured 18", which is not within the specifications of 22 3/4"-23" per product drawing. This indicates that at least 4 3/4" of the catheter was severed and not returned. The distal extension line outer diameter measured 0.0969", which is within the specifications of 0.093"-0.097" per product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the returned catheter was performed per the instructions for use (IFU) provided with the kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal extension line was flushed with water using a lab inventory syringe. Water was observed exiting the corresponding exit port. No leaks or blockages were observed. Functional inspection of the distal extension line could not be performed due to the damage. A manual tug test confirmed the remaining extension lines were secure to their respective luer hubs. A device history record review was performed, and the following findings were identified: for material c-15802-037a, a non-conformance was initiated for batches 1 3c21l2333, 13c22b1695, 13c22c0095, 13c22c0096, 13c22a1907, 13c21l2334, 13c21l2337, 13c21l0993, and 13c21l0487 with regards to an extension line leak during use. This finding is relevant to this investigation. The instructions for use (IFU) provided with this kit w arns the user, "precaution: catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line separated adjacent to the luer hub. The returned catheter met all relevant functional and dimensional requirements. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the hub slid off the PICC line. No trauma to line or hub. The issue was identified during use on patient. Another PICC was placed successfully. There was no reported patient harm or consequence.